Event description:
Pt had a long-standing history of pain in the left thigh since her thr in 1989. She developed pain in the lower back radiating down her right calf and foot. X-ray confirmed diagnosis was aseptic loosening of the femoral component with subsidence and adverse bone remodeling at the proximal femur. A revision of the left total hip arthroplasty with a cemented cc anatomic femoral component was completed. The portion of the growth pads had debonded from the underlying substraight in several spots.